Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that it was impossible to press the esc button. Customer's blood glucose was 10 mmol/l. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.